Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm.

Event description:
A report was received that the patient was admitted in the hospital for a possible infection. Symptom included fever but there was no sign of infection at incisional scars. It was not clear if the infection was device related and the location was unknown. A computerized tomography (CT) scan of the device was negative and there was no sign of fluid around it. The patient was prescribed nafcillin and will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. No device malfunction was suspected. The patient was doing well postoperatively. There will be no further information could be obtained. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was admitted in the hospital for a possible infection. Symptom included fever but there was no sign of infection at incisional scars. It was not clear if the infection was device related and the location was unknown. A computerized tomography (CT) scan of the device was negative and there was no sign of fluid around it. The patient was prescribed nafcillin and will undergo an explant procedure.